Manufacturer narrative:
The device was in use for treatment. The lead remains implanted for approximately 13 years, 10 months, and will not be returned for analysis. As a result, the cause of the failure could not be determined. Review of the device history record identified no rejects for this lot number. A review of the complaints for this lot number found no additional complaints. Although the cause of this failure could not be determined, potential causes of this failure may be: improper assembly, components not made to specification, damaged coating on tip during implant, improper lead placement, fractured conductor filars, or adhesive present on electrodes. The potential effects from this type of failure include: less efficient pacing and more frequent battery replacement, and lead may require a second procedure for repositioning or removal. This lead is no longer manufactured and last sale was in year 2009. Based on the investigation a CAPA is not required. The manufacturing inspection procedure for this device indicates that the lead is checked 100% for electrical function. Final qa inspection of permanent pacing leads includes an insertion/withdrawal force test on is-1 connector on the first and last serial number of the work order and 100% inspection regarding: length measurement of the lead, distal spacing measurement, pull test on the connector, electrical dc resistance is checked ring to ring, pin to tip and pin to ring (on pr leads, use helix to connector pin as contact), "d" dimension on is-1 connector is measured and tubing inspection is done. A general inspection is done of the following: verify proper application of adhesive, check outer hull to inner hull laser weld for proper placement, coil is checked for kinks, the connector sleeve and o-rings are examined for nicks, cuts, excessive flash or excessive adhesive residues on its surface, electrodes are examined for residue and scratches, rotational pin to pin hull laser weld is checked for proper weld, and helix is checked by extension and retraction. Prior to packaging the helix is completely retracted and protector tubing is attached. The instructions for use (IFU) informs the user of these possible complications: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. In addition, the IFU provides the following precautions: clinical evidence suggests that certain upper extremity activities are contraindicated for persons with permanent pacemakers because they require movements that can cause damage to the leads and possible failure of the leads. Active people, particularly those who perform repetitive upper extremity exercise at work or play, should be cautioned that they could subject leads to damaging stress. Be sure to leave sufficient slack in the lead to compensate for body movements.

Event description:
The customer reported the right ventricular (rv) lead impedance was 240 ohms, the pacemaker was changed-out. With the new pg, impedance was <200 ohms in both unipolar and bipolar; the patient is primarily atrial paced, only 4% ventricular paced since (B)(6). No noise on rv lead; the lead was left in service in bipolar. The lead remains implanted for approximately 13 years, 10 months.

Manufacturer narrative:
The lead will not be returned for analysis as the lead was capped off inside the patient due to subclavicular damage to the lead continuity. The lead was implanted for approximately 14 years, 5 months; no adverse patient effects were reported. Crush is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. This lead is no longer manufactured and last sale was in year 2009. Based on this information, a CAPA is not required. Oscor will continue to monitor this product for complaint trends and risks. The manufacturing inspection procedure for this device indicates that the lead is checked 100% for electrical function. Final qa inspection of permanent pacing leads includes an insertion/withdrawal force test on is-1 connector on the first and last serial number of the work order and 100% inspection regarding: length measurement of the lead, distal spacing measurement, pull test on the connector, electrical dc resistance is checked ring to ring, pin to tip and pin to ring (on pr leads, use helix to connector pin as contact), "d" dimension on is-1 connector is measured and tubing inspection is done. A general inspection is done of the following: verify proper application of adhesive, check outer hull to inner hull laser weld for proper placement, coil is checked for kinks, the connector sleeve and o-rings are examined for nicks, cuts, excessive flash or excessive adhesive residues on its surface, electrodes are examined for residue and scratches, rotational pin to pin hull laser weld is checked for proper weld, and helix is checked by extension and retraction. Prior to packaging the helix is completely retracted and protector tubing is attached. The instructions for use (IFU) informs the user caution: recent reports on endocardial leads suggests that the use of the subclavian venipuncture technique for lead introduction may be associated with conductor fractures, irrespective of lead manufacturer. Therefore, in the event the physician elects to use subclavian venipuncture a more lateral puncture site should be considered to avoid the subclavian muscle and costoclavicular ligament, or at least it's densest part. If possible, the procedure should be done under fluoroscopic guidance. After placement the lead should be checked by multiview cineradiography during movements of the ipsilateral upper extremity to insure the lead(s) have not been entrapped by the subclavian muscle or costoclavicular ligament. If cineradiography is not available, posteroanterior chest x-rays should be used to confirm that newly placed leads are free of soft tissue entrapment. Caution: the lead conductor, it's insulation and fixation mechanism may be damaged if stretched, crimped or crushed. To prevent damage to lead or potential lead dislodgement, do not use excessive force or surgical instruments in handling leads. Avoid placing lead under extreme tension for angulation. In addition, the IFU provides the following precautions: clinical evidence suggests that certain upper extremity activities are contraindicated for persons with permanent pacemakers because they require movements that can cause damage to the leads and possible failure of the leads. Active people, particularly those who perform repetitive upper extremity exercise at work or play, should be cautioned that they could subject leads to damaging stress. Be sure to leave sufficient slack in the lead to compensate for body movements.

Event description:
The device is checked by office staff and was recorded to show an increase of impedance. The device was interrogated prior to lead revision and showed decreased impedance. It was visualized via fluoroscopy and showed the lead that was capped had a subclavicular damage to the lead continuity. The lead was tested via psa to verify and a new lead was placed. There were no adverse patient outcomes as this patient was scheduled as a lead revision and was released the next day after a post op check showed normal values.